Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by (B)(4).

Event description:
The customer reported that during use on a patient in adult mode, the device displayed "circuit occlusion". A continuous audible alarm was present. The patient was placed on another unit and no harm was reported. Biomed has been unable to duplicate the issue and has stored the device until evaluation can be made.